Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's mother also reported that there was scratch between up and down arrow. The customer's mother reported that the act button was not inflated. The customer's blood glucose was 200 mg/dl at the time of incident. The customer's mother stated that the insulin pump would turn on when inserting a new battery. The customer's mother was calling back after receiving a replacement battery cap. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.